Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported that the patient was having a scan for increased low back pain. It was unknown if the symptoms were related to the mdt device or therapy. There was a report that their implant site got hot while stimulation was turned off and the area had to be iced down. It was reported that the issue happened twice in 2016. The patient reported that the top of the device felt like it was tipping into their muscle. Relevant medical history includes non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.